Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. The investigation is complete. This is an initial final report submission. Only the battery pack and batteries were returned for evaluation. Visual inspection found there was dried electrolyte on the batteries as well as inside the pack. No specific damage noted on any particular battery. However, the battery pack does show leakage only on the last four electrodes from the plug. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing the pulsavac did not seem to be working correctly. The battery area got hot and the gun made a weird noise. No information was provided regarding patient impact. Diligence is complete. No additional information is available. During device evaluation visual inspection of the returned battery pack and batteries found there was dried electrolyte on the batteries as well as inside the pack.